Manufacturer narrative:
The venous tesio catheter was returned for evaluation. Visual inspection confirms the complaint. In the sample it can be observed a crack / rupture around to the lumen tube just below the bonded cuff retainer, the tube is not separated completely. A supplier corrective action request was issued to the contract manufacturer for this event. The contract manufacturer's investigation confirmed the complaint. Relative measurements taken of the returned device found it to be within specification. The manufacture records for the lot number provided revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. The device was in use for more than three years with no reported issues prior to this event. A root cause cannot be determined but is not likely manufacturing related. The instructions for use (IFU) contains the following warnings and precautions: *do not use sharp instruments near the adapter tubing or catheter lumen. *care must be taken when using sharp objects or needles in close proximity to catheter lumen. Contact from sharp objects may cause catheter failure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
In investigation has been initiated. Currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
From about two weeks to a month ago, the patient occasionally reported bleeding from the exit site. Considering the possibility of subcutaneous bleeding, the patient was asked to come in for examination, and upon confirmation, a crack was found at the end (exit site side) of the v-side catheter cuff. Therefore, the catheter was replaced.